Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s contact called to report that the patient had a blood glucose level of 45 mg/dl. This was the patient¿s first day using the device, and the patient had reportedly gone to bed while experiencing a high glucose level of approximately 230 mg/dl. At the time of the call, the patient had consumed 8 oz of juice and a peppermint patty to treat the low. The contact expressed fear and confusion regarding the fluctuations. The patient was advised that glucose variability can occur on the first day of use, particularly when starting the device while already at a high glucose level. The contact wanted the patient to disconnect from the device, but after syncing logs, it was confirmed that the device had not delivered insulin for the 30 minutes prior to the call. During the call, the patient¿s glucose level rose to 115 mg/dl. The patient¿s blood glucose had been affected, with a low of 45 mg/dl lasting approximately 45 minutes outside the 70¿180 mg/dl range. The patient treated the low using juice and a peppermint patty. No professional medical intervention was required. The patient had recently completed a course of methylprednisolone and received assistance from their contact, who provided juice. No immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis were reported. A follow-up later indicated that the patient¿s glucose level had risen to 210 mg/dl, likely due to carbohydrate treatment, and then decreased to 176 mg/dl while the device delivered small insulin doses. The contact reported no further concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.